Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2216003 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while using a 6/7f mynxgrip vascular closure device (vcd) the physician felt resistance and it was not possible to move up the sheath. At the point of grasping the procedural sheath and withdrawing it from the tissue tract, the patient felt some pain. The balloon was then deflated, the system removed, and manual compression was done for less than 30 minutes to obtain hemostasis. There was a visible bend/damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. There was no reported patient injury.the device was being used to close the artery. A retrograde approach was used, with a single stick without complications. The device was prepped according to the IFU. The deployer was trained in the use of the mynx device. The device was used with a non-cordis 6f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was severe vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. Th product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock closed. The sealant was exposed to blood, remaining in the manufacturing position. The advancer tube was found inside the outer cartridge tubing. The procedure sheath was fully retracted against the green shuttle hub. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Per functional analysis, resistance was felt when the shuttle cartridge being advanced distally due to the sealant exposed to moisture and adhered to the catheter shaft. The sealant was loosened from the device components, and simulated deployment test was performed on the returned device. The shuttle was advanced completely and retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock without issue per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that the sealant remained in the manufacturing position, exposed to blood, increasing the profile and protruding out from the outer cartridge tubing side slit. The condition of the returned device showed that the sealant may have been prematurely hydrated, and during unsheathing step, the sealant hindered/obstructed the device from being retracted to the black handle, causing the resistance felt during the procedure and contributing to the reported incident. A product history record (phr) review of lot f2216003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as , the sealant prematurely hydrating, and increasing the profile, may have contributed to the reported event. The reported ¿pain¿ could not be confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Pain is defined as an unpleasant physical discomfort or sensation. This is a well known potential complication and listed in the products IFU as such. In most cases, the pain is experienced at the catheterization access site. However, pain is subjective to the patient, and there are many potential causes. Pain at the access site is an expected outcome after a catheterization procedure due to the penetrating injury that occurred to gain access into the patient¿s vasculature, and during delivery of various devices. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 6/7f mynx grip vascular closure device (vcd) the physician felt resistance and it was not possible to move up the sheath. At the point of grasping the procedural sheath and withdrawing it from the tissue tract, the patient felt some pain. The balloon was then deflated, the system removed, and manual compression was done for less than 30 minutes to obtain hemostasis. There was a visible bend/damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. There was no reported patient injury. The device was being used to close the artery. A retrograde approach was used, with a single stick without complications. The device was prepped according to the IFU. The deployer was trained in the use of the mynx device. The device was used with a non-cordis 6f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was severe vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. The device is available and being returned for evaluation.